Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147466.

Event description:
It was reported via sus voluntary event report medwatch: mw5147466, that the patient presented with under-sensing and p-wave amplitude variation exhibited on the right atrial lead. Programming changes were made. There were no patient consequences.